Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received a photo for investigation, which showed the indicated failure mode of a cracked female luer adapter. Visual examination of 10 retained samples did not reveal any signs of a cracked female luer. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: damaged. Bd was not able to identify a root cause for the indicated failure mode. Bd has initiated further root cause investigation relating to the issue of cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from a crack in the luer of one (1) device. No adverse impact was reported regarding the patient or user.